Manufacturer narrative:
Insulin pump passed the displacement test but rewind anomaly during the basic occlusion test due to protruded drive support disk. Unable to perform the occlusion, prime and excessive no delivery test due to protruded drive support. No charge/battery lasts less than expected anomaly during test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's husband reported via phone call ha the wife experienced high blood glucose level. The customer's blood glucose level was 600 mg/dl. The customer did not mention any treatment related to high blood glucose level. The customer did not mention any symptom related to high blood glucose level. They reported that they had air bubble issues but did not want troubleshooting. They reported that the insulin pump also had battery issues and rewind problems on the insulin pump. They reported that since 6-8 months there was an issue with the rewind, it would not go down. The stated that the drive support cap was fine. The customer had also had low blood glucose levels and had a small can of soda to treat it. Customer kept current vial of insulin out and it was not refrigerated. Customer did not rewind pump with reservoir in the insulin pump. The insulin pump will be returned for analysis.